Event description:
It was reported that the cylinders of this inflatable penile prosthesis (ipp) were not working properly due to holes in them. A surgical procedure was performed to remove and replace the device. There were no patient complications reported.

Event description:
It was reported that the cylinders of this inflatable penile prosthesis (ipp) were not working properly due to holes in them. A surgical procedure was performed to remove and replace the device. There were no patient complications reported.

Manufacturer narrative:
Upon receipt at our quality assurance laboratory, this inflatable penile prosthesis (ipp) cylinder underwent a thorough analysis. The component was microscopically inspected and tested for leaks. Microscopic evaluation identified wear at fold in the middle, proximal and distal end of the cylinder, along with two holes in its proximal end, one in a corner of a fold, and the second one in the outer. The component did not pass leakage testing. Based on the information available and analysis results, the holes and leaks identified in the cylinder could have caused or contributed to the reported clinical observations.